Event description:
Hcp reports a dystonia patient who is exeriencing a buzzing and switching on/off of the ins device. In 2005, the pt underwent a scheduled revision of the ins due to near battery depletion. In january, the patient started experiencing buzzing in both ears. The buzzing was audible externally. In march, 2006 the ins device suddenly turned off and the patient was taken to the hospital. The settings were verified and the buzzing appeared to have stopped. The buzzing had ceased so the patient was released. The patient still continued to experience sudden turning off of the device and had to continually turn it back on with the patient programmer. In 2006 the hcp replaced the ins device and returned it to the manufacturer for analysis. The patient remained in the hospital until april 2006 with no issues. After the patient returned home the buzzing and switching on/off were again reported with the new device. The electromagnetic fields around the patient's house were measured but found to be at non critical levels. The patient has had episodes of fainting due to the device unexpectedly turning off. The device was explanted and returned to the manufacturer for analysis.

Manufacturer narrative:
Final device analysis results reveal - no anomaly found - normal device function.